Event description:
During knee surgery, tip of blade broke off in patient's knee. Physician flushed thoroughly and is confident the piece was removed. Physician reported no harm to patient and expects no adverse outcome.